Event description:
The customer reported a leaked occurred at the connection site during a CT of the abdomen and pelvis with contrast for an emergency room patient. The leak occurred during the power injection portion of the test. The patient had a left antecubital IV, and there was no patient harm.

Manufacturer narrative:
Concomitant medical products: 20 gauge bd autoguard insyte IV.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leaked occurred on an emergency room patient. The patient had a left antecubital IV.